Manufacturer narrative:
Additional information: the lesion being treated was non-calcified with 30% tortuosity. The device was being used to pre-dilate the lesion. Resistance was not noted while advancing the device to the lesion. The device was not moved or repositioned prior to the burst. The device was not kinked and re-straightened during use. There was no further patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Correction: annex a code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora coronary balloon catheter, a balloon burst occurred during balloon inflation. The balloon came apart inside the vessel. The lesion being treated had 90% stenosis in the mid right coronary artery (rca). The device was inspected prior to use and negative prep was performed with no issues noted. A guide and two non-medtronic wires were being used also in the vessel. It was detailed that the balloon was inflated to 12 atm and then deflated. The balloon was further inflated to 12, 12, 18, 18, and then 19 atm. Then, on the next inflation the balloon would not inflate and there was no blood back at the hub. A yellow piece of balloon had come off the balloon in the patient. A 2.0 mm balloon was inserted and partially inflated and removed the euphora device that had come apart. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: a nc euphora balloon was also used during the procedure to post dilate after use of the euphora balloon. Correction product analysis: the balloon and distal shaft were detached. The detached section returned separately entrapped on a guidewire. A burst was evident to the balloon. Balloon material was pulled proximally with the inner member bunched. It was not possible to remove the device from the guidewire. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the balloon and distal shaft were detached and did not return for analysis. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.